Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g31047, h13i06037, h13k01019, h13k14046, and h14a09029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by fever and feeling lethargic. On the same day, the pt was hospitalized for the event and began treatment with piperacillin (once, dose, and route not reported) and vancomycin (1 gram, daily, route not reported) for peritonitis. On the following day, the pt began treatment with cefepime (1 gram, daily, route not reported) for peritonitis. Treatment with vancomycin and cefepime was ongoing. The cause of peritonitis was unknown. One week after the onset of the event, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the event and pd therapy was ongoing. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.